Event description:
-----

Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting increased impedance measurements which had now exceeded 2500 ohms. Additionally, increased threshold measurements were noted. During the elective procedure to replace this patient's device, lead testing was performed with the pacing system analyzer(psa) which produced impedance and threshold measurements within normal limits. However, the physician decided to replace the associated rv lead during this procedure as he was not convinced this was just a marginal connection issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. There were seal ring marks in both lead barrels that indicated full lead insertion. All setscrews moved freely. Each setscrew was removed from the header and high power visual inspection did not find any signs of cross threading. Each setscrew showed indentations at their tips that indicate they were tightened down onto lead pins. The header passed pin gage testing. This verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. The device was connected to various resistance values and the manual lead impedance test function was evaluated. All the measured values for both atrial and ventricle were within the tolerance of the circuit. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when device evaluation is complete.